Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of feeling sweaty soon after implant of the implantable cardiac monitor (icm) device. The device recorded episodes of false asystole due to loss of contact. The device remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.